Manufacturer narrative:
Philips service recreated the database and resolved the storage issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a low storage space alert was displayed despite file deletion on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.